Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had 2 low flow alarms on the night of (B)(6) 2022. The patient received 4 units of packed red blood cells (prbc) and 1 unit of platelets after a large output from their chest tube. Additional information revealed that the patient had periods of hypertension for which they were placed on a cardene (nicardipine) IV drip. The patient also had an right ventricular assist device (rvad) implanted for support. Additionally, it was revealed that the patient's chest tube output was 1.0l of blood. A review of the log files revealed persistent pulsitility index (pi) events.

Manufacturer narrative:
Manufacturer's investigation conclusion a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported right heart failure, bleeding, hypertension, and low flow alarms could not be conclusively established through this evaluation. Evaluation of the submitted log files confirmed the reported low flow events. The account reported that a day after their lvad implant, they were implanted with a protek duo rvad due to severe right heart failure. Additionally, the patient¿s chest tube output collected 1l of blood resulting in transfusion of 4 units packed red blood cells (prbcs) and 1 unit of platelets, which resolved the bleeding. The patient was critically ill but remains ongoing on heartmate 3 lvas, serial number (B)(6). The controller event log file captured one low flow fault flags on 16may2022 that did not last long enough to trigger an audible alarm. The controller periodic log file captured 10 low flow fault flags that resulted in 7 low flow hazard alarms on 12may2022. No other atypical events were captured. Despite these events, the pump appeared to function as intended and operated at the set speed for the duration of the file. No product is available for investigation. The heartmate 3 lvas IFU, rev. C, is currently available. Section 1 of this IFU lists right heart failure, bleeding, and hypertension as adverse events that may be associated with the use of heartmate 3 lvas. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The system monitor section of the IFU describes the pump flow display and pulsatility index (4-12 through 4-16) and the hazard alarms (4-18 and 4-30). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The heartmate 3 lvas patient handbook, rev. D, is also currently available. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 07apr2022. No further information was provided. The manufacturer is closing the file on this event.